Event description:
A customer reported that the cartridge did not fit properly on the pump. The customer¿s blood glucose level was not adversely impacted, as it did not exceed 500 mg/dl. Technical support instructed the customer to remove the pump case, inspect the pump, remove the o-ring, clean the pneumatic tap area, and reload the cartridge. The customer successfully resumed insulin therapy following these actions.